Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Using tritanium patella 5556-l-339, lot # an3m after prepping with correct drill, patella pegs did not fix tightly in peg holes. Surgeon noticed interference fit was not what he is accustomed to feeling, cemented the patella in place.